Event description:
The chair allegedly took off on the user when it was turned on, hitting a wall. No injury is alleged.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR. No RMA had been initiated for this issue. Model tdxsp, (B)(4) was approximately 3 years (B)(4) at the time of the incident. The owner's manual part number 1143190 rev f (apr-08) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer was a (B)(6) male, (B)(6). At the time of the incident. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated to invacare that he assessed the chair. He stated that the consumer drives the chair wearing a bib and mini proportional chin control (asl). According to the dealer, the incident was not a result of malfunction of product, but a result of food getting caught in the chin control mechanism causing the chair to allegedly drive on it's own. The dealer stated that he has repeatedly advised the group home to remove the bib while he eats as well as placing a plastic bag on the joystick. This information was verbally conveyed but has not been done in writing. The dealer had provided a loaner chin control and has sent the original one to asl for cleaning. Upon delivery of the cleaned unit, the dealer stated that the group home will be instructed on proper use again. Invacare suggested that this be done in writing (even on the delivery ticket) and a copy be provided to invacare for their records.